Manufacturer narrative:
(B)(4). The device was returned for analysis. The coil and delivery wire arms were not interlocked within introducer sheath as the coil returned out of it. The twist lock of the introducer sheath had been opened. The delivery wire has a kink at the interlocking arm. The coil fiber bundles had blood on them. The coil interlocking arm was found detached from the rest of the coil, in addition it was not returned. The coil was returned stretched where the interlocking arm supposed to should be and along its body. Microscopic inspection of the delivery wire and the main coil revealed that the zap tip has a smooth surface and the interlocking arm were noted to have no anomalies. The interlocking arm of the main coil was detached and it was not returned. The delivery wire dimensions were inspected. The weld, wire arm and wire zap tip were within specification. The coil dimensions that could be measured, the number of distal and proximal fiber bundles, zap tip and primary coil outer diameter, were within specification. The most probable root cause has been determined to be use/user error as the dfu states: "the interlock¿ - 35 fibered idc¿ occlusion system is recommended for use with a 5f (0.035 in [0.89 mm] or 0.038 in [0.97 mm] inner lumen) imager¿ ii diagnostic catheter." (B)(4).

Event description:
Reportable based on device analysis completed on 18-oct-2017. It was reported that the coil failed to advance in the catheter. An 8mm x 40cm interlock¿-35 was selected for use. During the procedure, the coil was advanced up to the middle portion of a non-bsc catheter. However, it was noted that great resistance was encountered. The physician attempted to withdraw the coil out from the catheter; however, the coil could not be removed. The coil was then removed together with the catheter. After the devices were removed from the patient, the delivery wire was detached to the coil and out of the sheath. There were no components that remained inside the patient. No patient complications were reported and the patient's status was stable. However, device analysis revealed that one interlocking arm was missing.